Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and was fractured. During the explant procedure, the helix would not retract. The rv lead was laser explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7232cx implantable cardioverter defibrillator, (B)(6) 2005. (B)(4).